Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records but no patient found per hospital fax. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No contributing factors were identified. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one and a half (1.5) years post initial procedure, a type ia endoleak was detected by CT (computerized angiography) and angiography during routine follow-up on an unknown date. The patient is reportedly in stable condition and will continue to be monitored. As of date, there have been no additional patient sequelae reported.